Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial oversensing. On (B)(6) 2015, the maximum atrial impedance rose to 1562 ohms from a range of 638-713 ohms. Since (B)(6) 2015 there were 1333 non-physiological senses. (B)(4).

Event description:
It was reported that the patient had open heart surgery which used electrocautery. Electromagnetic interference (emi) was sensed on the implantable pulse generator (ipg) device, which caused an atrial lead warning for measured high impedance. The lead impedance has returned to normal since the surgery date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.